Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There was no reported product deficiency. The reported death and arrhythmias (including ventricular fibrillation and ventricular tachycardia) are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reportedly on (B)(6) 2009, the patient visited the hospital for an acute myocardial infarction (mi). A coronary angiogram was performed, 90% stenosis in the proximal left anterior descending (lad) artery was confirmed and percutaneous coronary intervention (pci) was performed. The pci involved plain old balloon angioplasty (poba) with a percutaneous coronary angioplasty (ptca) balloon catheter and a 3.0 x 12 mm non-abbott stent was implanted. On (B)(6) 2010, 90% re-stenosis at the proximal end of the non-abbott stent was confirmed. On (B)(6) 2010, a non-abbott stent was implanted for treatment of the restenosis. On (B)(6) 2010, the patient complained he was in bad condition. On (B)(6) 2010, the patient experienced cardiac failure due to an mi. Pci was scheduled when the mi was improved; however ventricular tachycardia (vt) - ventricular fibrilation (vf) continued. On (B)(6) 2010, a coronary angiogram was performed, and a thrombotic occlusion was confirmed where the non-abbott stent was implanted in the proximal lad. On the same day, pci was performed, and a promus stent (size unknown) was implanted. Both poba and a thrombectomy were performed, and an intraaortic balloon pump was inserted, blood flow recovery was confirmed. A couple days later (date unknown), the patient condition became bad, vt-vf became worse. On (B)(6) 2010, the patient expired. No additional information was provided.